Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, that the doctor tells me that tfna nail, in a 80-year-old patient, with walker-assisted gait, has broken without any blow, only by walking. Patient status/ outcome / consequences. Yes. Patient experienced hip fracture, resulting from surgery for removal of bald by hip arthroplasty. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe, hip arthroplasty. This report is for one (1) tfna fem nail ø10 le 125° l400 timo15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: manufacturing location: monument manufacturing date: 19 december 2019, expiration date: 01 december 2029, part: 04.037.031s, 10mm/125 deg ti cann tfna 400mm/left- sterile, lot: 30p2763 (sterile). One piece was scrapped at mill ID, after a tooling breakage. One piece was scrapped at mill relief, for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria apart from the one piece (tooling breakage) noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive, lot: 24p2104. Production order traveler met all inspection acceptance criteria. Note: device history record (DHR) release date was not recorded on the traveler. Inspection sheet met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended, lot: 17p1881. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming part: 04.037.942.2, lock prong, 130 degree tfna lot: 3l41312, DHR was not available for review (gmbh), part: 21127, timoagri16.00, lot: 16l5992. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company and certificate of test supplied to perryman by howmet castings were reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that tfna fem nail ø10 le 125° l400 timo15 tat was implanted at the left femur was observed broken at the proximal locking hole. Both fragments of the nail were observed in the image. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø10 le 125° l400 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.